Event description:
Reportedly, patient couldn't be interrogated during fup. Interrogation was attempted by two different programmers. During last fup (on (B)(6) 2025) has battery 2.98v and patient negates any delivered shocks. The device ICD was explanted.